Manufacturer narrative:
On 1(B)(6) 2020, after a clinical review of the patient's symptoms, patient code pain was removed and patient code capsular contracture was added to reflect patient's symptoms more accurately. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, it was noted to be ruptured. Microscopic examination was performed and the cause of the rupture could not be identified. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. By the other hand, calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: 550cc mentor memorygel breast implant ( catalog #:3505504bc, serial #:(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast surgery with a 550cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient was experiencing breast pain for 3 months prior to mammogram and MRI. Mammogram performed on (B)(6) 2019 identified left-sided contour irregularity, and the deflation was confirmed via MRI performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the date of explantation. The patient underwent removal without replacement on (B)(6) 2019. The relevant field has been updated. On 11/26/19, it was mistakenly omitted from the initial reports that the patient had benign calcifications present in both breasts. Manufacturer's reference number: (B)(4).